Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The clips were deploying but would not form correctly and they were ejecting from the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 97,064 joules. Also, it was reported that the case was completed with this fiber. The device was not returned for eval.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.